Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a piece missing from their insulin pump. It was found the drive support cap had fallen off the customer's insulin pump. Customer stated their drive support came was sticking out and they did not press on the cap while connected. The customer's blood glucose was 200 mg/dl. Customer was advised their insulin pump needed to be replaced. No additional information provided.